Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Bumping teeth [tooth disorder], head unit popped off during use, oral-b [device breakage]. Consumer via online ratings and review stated that the oral-b vitality floss action toothbrush head unit popped off during use and bumped the hard part on their teeth. No serious injury was reported.